Manufacturer narrative:
Internal complaint reference: case-(B)(4). H6: the reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No complaint related issues were observed. A functional evaluation was performed. There was too much play in the struts under load. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors unrelated to the manufacturing and design of the device which could have contributed to the reported event include hydraulic fluid loss over time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the t-max ii was not holding the position. The incident occurred before the procedure; therefore, there was no patient involvement. No delay reported and a backup device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.